Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no: 836496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 5 months 11 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), headache ("headaches"), back pain ("back pain"), pain in extremity ("leg pain"), bone pain ("bone pain") and arthralgia ("joint pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, back pain, pain in extremity, bone pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bone pain, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date on (B)(6) 2011. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: bone pain , joint pain , leg pain. Lot number: 836496, manufacturing date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 836496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 5 months 11 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), headache ("headaches"), back pain ("back pain"), pain in extremity ("leg pain"), bone pain ("bone pain") and arthralgia ("joint pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, back pain, pain in extremity, bone pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bone pain, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: bone pain, joint pain, leg pain. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: case become serious incident, essure removal date, rcc note were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.